Event description:
It was reported that the pump history was missing data despite being in use. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.